Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the patient contacted animas, alleging a call service alarm (cs 012) issue. The patient stated that they had a blood glucose (bg) of 525mg/dl with headache. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and the call service alarm occurred only once in 30 days. This report is being made due to the bg excursion the patient experienced due to user error.